Event description:
Information received based on journal article entitled the long-term results of cemented oxford unicompartmental knee arthroplasty: a single-center experience that 156 patients underwent oxford medial unicompartmental knee arthroplasty (uka). However, five of these patients died during the study and 36 patients could not be reached at the final follow-up visit. Revision surgeries were performed for all these patients. Total of 115 patients, 16 males and 99 females (age range: 50 to 88). Among them, 17 patients underwent revision surgery due to insert dislocation. This complaint reports the revision due to insert dislocation.

Manufacturer narrative:
(B)(4). G3: report source, foreign - event occurred in turkey. Biomet UK ltd have attempted to contact the journal article author, however, the author has informed that no further information is available. The product has not been returned to biomet UK ltd for evaluation, therefore, a thorough investigation has not been possible. In addition, we have not been provided with x-rays or any supporting documentation which could provide additional information. The item number and lot number identification necessary to review manufacturing history and the complaint history was not provided. Trend analysis could not be performed as product numbers are not available. Without the opportunity to examine the complaint product, root cause cannot be determined due to insufficient information. Risk assessment: without the opportunity to examine the complaint product and without adequate information received regarding the event, root cause could not be determined and therefore risk could not be assessed against occurrence or any new previously unidentified risk. Corrective action taken: no corrective action required at this time. Preventive action taken: no preventive action required at this time. If any additional information becomes available, then the complaint will be reopened and investigated thoroughly.

Manufacturer narrative:
(B)(4). Report source, foreign event occurred in (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a supplemental MDR will be submitted.

Event description:
It was reported in a journal article that 17 revisions were performed due to insert dislocation on an unknown date. No further information is available.